Manufacturer narrative:
H10: received one used exactamix container 500 ml, one used list# 124250460, 18" (46 cm) 150 ml burette set (microclave®, no shut-off valve) w/vented cap. Lot# unknown, and one used primary plum set, list # unknown, lot# unknown. As received, foreign matter was identified floating in the fluid of the list# 124250460 burette. When examined under a microscope the foreign matter appeared to be balled up blue and black fibers. The foreign matter was 0.80 mm^2 in size. No other visible damage or anomalies were seen on any of the returned devices. No fibrous materials are included in the assembly of the list# 124250460 burette set. The reported complaint of foreign matter can be confirmed. However, it is unknown how, when, or where the foreign matter was introduced to the product. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a 18" (46 cm) 150 ml burette set (microclave®, no shut-off valve) w/vented cap that the customer reported when total parental nutrition (tpn) was put in the bag, there was something in the burette. The customer stated that it looked like a possible piece of plastic, or a bug of some sort. The event occurred during priming, and there was no patient involvement.